Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor anomaly on the insulin pump. The customer's blood glucose level was 170 mg/dl. The troubleshooting was for performed. The customer was advised to reset sesor and monitor the insulin pump. The customer was advised that we will ship a replacement sensor.